Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. This report is submitted on july 21, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral antibiotics (duration not reported).